Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the devices do not always connect. When asked what symptoms, if any, the patient experienced related to the device issues they responded all. The patient stated they were sitting connecting for hours at a time and the device was still not charged.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that he was recharging too often, recharging was taking too long and he had difficulty maintaining the antenna over the implant. The patient stated that his implantable neurostimulator (ins) doesn't seem to be charging well, he charged for 1.5 hours the day before and 30 minutes the day of the report and the battery was a quarter filled. The patient stated that it seems like he charges for hours; he sits in the same spot and puts the antenna in the same spot and sometimes gets all bars and sometimes none. A poor coupling screen was seen. The antenna locator was used and the patient got 66-68 but the coupling went from four to two bars. The ins was tilted, the patient reported that he can feel one edge more than the other and that is has been like that since implant. The indications for use were multiple back operations, degenerative disc disease/herniated disc pain, failed back syndrome-other and other pain indications-other. No patient symptoms reported. If additional information is received a follow-up report will be sent.